Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7436, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v045012, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot# v010741, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was confirmed that the patient was doing fine following explant.

Event description:
It was reported the patient's pocket eroded. An explant was scheduled for (B)(6) 2013. No symptoms were reported in relation to this event. The patient's status was listed as no injury and no adverse event. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).